Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. Fiducials were administered transperineally and the procedure was done under local anesthesia. The needle was difficult to position because the patient jumped of the table during injection causing the spaceoar gel to be injected into the rectal wall. The patient was reported to have bleeding and hematoma caused by the gel misplacement. The patient condition was reported to have fully recovered.